Event description:
It was reported when the device was used during a total gastrectomy procedure, the anvil was too loose. Another device was used to complete the case. There was no patient consequence.